Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was currently receiving baclofen with concentration 500 mcg/ml at a dose rate of 64.99 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient's pump was confirmed as having flipped. The date of the event was noted as being "2016"; the date (B)(6) 2016 is considered an approximate date of event. It was not possible to refill the pump due to it being flipped. No patient symptom was reported. A revision was scheduled for (B)(6) 2016. Surgery was completed to flip the pump back over and it was re-secured. The issue was resolved as of (B)(6) 2016. The patient was without injury as of (B)(6) 2016. The pump was further reported as having administered lioresal with concentration 500 mcg/ml at a dose rate of 55 mcg/day. The lot number of lioresal and other medications the patient was receiving at the time of the event was unable to be obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.